Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of atrial fibrillation (af) resulting in an inappropriate shock and was subsequently hospitalized. During the hospitalization this device was reprogrammed to mitigate further inappropriate therapy. The patient was subsequently discharged and will continue to be monitored. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this device delivered a shock and was subsequently hospitalized. An additional event was recorded, however this event was unable to be reviewed by the rhythmcare team. This device remains in service. No additional adverse patient effects were reported.